Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this is a duplicate of (B)(4). This complaint and associated MDR will be voided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc - safety shield activation failure we have been experiencing an issue with the safety feature on the IV needles. It has now been reported three times that the safety mechanism is not activating but instead detaching completely, leaving an exposed needle after retraction. Unfortunately, this happened again today, and one of our staff members sustained a needle stick injury after using the device on a patient.